Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this system, lead to device interface issues were noted. The physician used lubrication to successfully insert the lead. No adverse patient effects were reported.